Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 5mm x 4mm amplatzer piccolo occluder was selected for implant. The occluder was sized as per the instructions for use. The dimension of the defect was 3.5mm. There was no rhythm change during procedure. A stability check was performed during procedure. There was no leak detected around the lobe of the device during the procedure. There was no difficulty with implanting the device, such as multiple recaptures/repositioning. Post-procedure it was noted via transthoracic echocardiogram, that the occluder embolized. The occluder embolized to the left pulmonary artery. The embolized occluder caused a partial obstruction/blockage of blood flow. The decision was made to perform percutaneous retrieval of the occluder. The patient did not have any clinical signs or symptoms during or after this event. There was no initial or prolonged hospitalization due to this event. The cause of the embolization is attributed to the patient being larger. The patient was noted to have recovered at the time of report.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization), obstruction/occlusion post procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that the sizing of the device was determined by following IFU. Field indicated that there was no difficulty implanting the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The occluder embolized to the left pulmonary artery. The embolized occluder caused a partial obstruction/blockage of blood flow. The physician mentioned the cause of embolization was due to physically larger patient. However, based on the available information, the cause of the reported embolization could not be conclusively determined. The reported occlusion, and lung infection appeared to be related to the reported device migration. The reported unexpected medical intervention was a result of case-specific circumstances as a device was snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a